Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie loaded into main drawer 4.2 a5 was loaded but was not being recognized. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device cubie was not recognized. The field service engineer (fse) found that the main half height enhanced drawer 4.2 at row board location a6 was not populating. The fse removed the tray and found liquid underneath it. The fse replaced the row board tray and confirmed that the customer was able to recover successfully. The fse then logged into the hta application and ran a final test on the main half height enhanced drawer 4.2, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the cubie loaded into main drawer 4.2 a5 was loaded but was not being recognized. However, there were no delays or adverse events or injuries reported based on this event.